Event description:
After the lens was implanted, the doctor noticed that the haptic was broken. He enlarged the incision to remove and replace the lens with no consequences to the pt.

Manufacturer narrative:
See MDR 1920664-2010-00128 for the delivery device used with this lens.